Event description:
During cardiac arrest, patient was connected to the defibrillator. The defibrillator was turned on and the screen showed an error message. Then the unit turned off and would not turn on or function. Another defibrillator was obtained from another area and used during the cardiac arrest. The defibrillator which had a error message was sent to biomedical services. Biomedical services determined that there had been a complete battery failure. Biomedical services also identified some software issues. Biomedical services plans to work with philips to rectify identified issues.